Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed high pacing impedance on the right ventricular (rv) lead. Device interrogation revealed lead fracture on the rv lead. On (B)(6) 2022 the physician elected to cap and replace the rv lead. The patient condition was stable.